Manufacturer narrative:
Date sent to FDA: 6/20/2019. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that patient underwent an additional hernia repair surgery on (B)(6) 2016 and mesh was removed. It was reported that the patient continues to experience hernia recurrence, organ perforation, severe pain, nausea and inflammation. No additional information was provided.